Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and issues related to a steam pop and coagulum occurred. During the ablation phase of the procedure, a steam pop (micro pop) occurred. No rise in impedance or temperature was noted. No error messages or product problems were observed with the bwi equipment. The procedure was continued and completed without patient consequence. After the procedure, when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body, ¿coagulum¿ observed at the tip of the catheter. The physician¿s commented that did not know if the thermocool® smart touch® sf bi-directional navigation catheter was the cause of the issues or not. Device evaluation details: the device was visually inspected and coagulum was observed on the catheter tip. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the coagulum observed cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30083709l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and issues related to a steam pop and coagulum occurred. During the ablation phase of the procedure, a steam pop (micro pop) occurred. No rise in impedance or temperature was noted. No error messages or product problems were observed with the bwi equipment. The procedure was continued and completed without patient consequence. After the procedure, when the thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body, ¿coagulum¿ observed at the tip of the catheter. The physician¿s commented that did not know if the thermocool® smart touch® sf bi-directional navigation catheter was the cause of the issues or not. The smartablate generator was set to power control mode and no further information is available. The patient was administered an unspecified an anticoagulant but no further information is available. The patient has not exhibited any neurological symptoms since the procedure. The reported issue of ¿steam pop¿ is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon. The issue of coagulum is MDR reportable. Additionally, on 11/26/2018, the bwi failure analysis lab received the device for evaluation. Initial visual analysis identified ¿there are residues on the catheter tip dome that appears to be blood that is not burned on the side and distal end¿. The findings have been assessed and determined this does not change the reportability decision of this complaint. The file continues to be considered an MDR reportable event.